Event description:
According to the initial reporter: "upon review of imaging, some components appeared to be extra caval, successful retrieval was performed and upon review, a secondary strut was missing and confirmed to be fractured, possibly embedded and extra caval. Upon attempting to retrieval fractured strut, no movement was noted when snare was spinning to capture said strut. Multiple orthogonal views were taken to demonstrate."

Manufacturer narrative:
Over the weekend of 11/25/23, FDA installed a new security certificate for emdr submissions. Cook did not receive the new security certificate from FDA, resulting in a break in communication in sending and receiving emdr data. We requested the certificates to be re-sent to cook. As of 11/30/2023, the certificates were not sent to cook. Per (B)(4), questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: ¿¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational.¿ an email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions.